Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), multiple attempts to cross the annulus were unsuccessful. The native aortic valve was never successfully crossed with the dcs and the valve was never deployed, resheathed or recaptured. When hypotension was noted, the attempts to cross the native valve were aborted, the dcs was removed, and resuscitative measures were administered. Ongoing transesophageal echocardiogram (tee) was performed during the entire procedure and the implanting team suspected a major vascular complication after the patient¿s abdomen was noted to be ¿enlarged and hard,¿ due to severe internal bleeding. The patient died the same day.